Manufacturer narrative:
(B)(4). The customer did not provide a sample for evaluation, therefore, the reported issue could not be confirmed and an assignable root cause could not be determined. A batch review was performed on the reported lot and all release criteria was within specification. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of one pump administration set with a leak in the tube. The sample is not available. Patient injury and medical intervention were not reported for this event. No additional information is available.